Event description:
Customer called on (B)(6) 2011, reporting that there was a leak of approximately 30 ml of clear fluid from underneath the lh 500 hematology analyzer. Customer reported that patient results were not affected and there was no injury attributed to this event. Customer noted that operator was wearing proper personal protective equipment at the time of the event. Field service engineer (fse) was dispatched and found the needle bellows leaking and discovered pinch valve (pv21) was sticking, keeping the path way for the bellows drain line closed. Fse replaced the pilot actuator for pv21 and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).